Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer had failed and unable to recover. A field service engineer (fse) identified a medication jam preventing the cubie from opening and had to break the affected pocket to clear the obstruction. The hardware test application (hta) diagnostics were run, and the faulty pocket was ejected. The pharmacist reassigned and reloaded the medication into a new pocket. Post-repair diagnostics confirmed the drawer was functioning properly, and the pharmacist verified successful operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and unable to recover. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.